Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. Three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received. If additional information is provided later, we will re-open this record and update it accordingly. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the helium level dropped to "half empty" and it was displayed in the cs300 intra-aortic balloon pump (iabp). In addition, an autofill was performed while reporting the issue and the helium level dropped significantly after that. The customer stated that the helium tank was changed during the morning and no leak alar on the pump was noted. Further more, it was reported that the safety disc was in the 12 o'clock position. Getinge employee advised the customer to switch for another pump and to report this pump to their clinical engineering department. There was no report of patient harm, serious injury or adverse event.

Event description:
It was reported that during use on a patient, the helium level dropped to "half empty" and it was displayed in the cs300 intra-aortic balloon pump (iabp). In addition, an autofill was performed while reporting the issue and the helium level dropped significantly after that. The customer stated that the helium tank was changed during the morning and no leak alar on the pump was noted. Further more, it was reported that the safety disc was in the 12 o'clock position. Getinge employee advised the customer to switch for another pump and to report this pump to their clinical engineering department. There was no report of patient harm, serious injury or adverse event.